Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device experienced a syncopal episode. A field representative was contacted to interrogate the device. After further discussion, it was determined there was no need for an immediate device check. The patient will be followed appropriately with their regular clinic. The cause of the syncope was not determined. No additional adverse patient effects were reported.